Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore, the root cause, neither the cause of occurrence could be determined. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that the cause was the contact failure of the scope connector contacts. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic procedure. The procedure was finished with the same device.

Event description:
It was reported that the light source exhibited an error b30 (scope communication error). It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.